Manufacturer narrative:
Device analysis: visual analysis of the returned device notes the plunger rod is disconnected from the syringe. Further information from the reporter regarding event has been requested. No additional information is available at this time. Device labeling: precautions: juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. Failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Health care professional instructions: inject juvéderm vollure¿ xc by applying even pressure on the plunger rod while slowly moving the needle. If the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle.

Event description:
Healthcare professional reported the event of one syringe of juvederm® vollure xc had ¿the purple part of the plunger came off the grey suction piece when attempting to pull back the product.¿ patient contact was made. No injury to patient, staff, or injector. The packaged needle was used.